Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the device was returned without the actuator components. Visual analysis showed the device was received with the capsule fully closed and slightly over captured. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame at the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Cardiac arrest and hypotension are known potential adverse patient events per the device instructions for use (IFU). Cardiac arrest can be due to several etiologies and is typically related to patient medical condition, comorbidities, and/or procedural factors. Hypotension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The subject dcs was returned for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through the anatomy. The device was received with the capsule slightly over-captured. The IFU cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. The device was received with the handle components detached from the dcs confirming the reported separation. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle tog ether. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was 80% deployed when the blue handle of the delivery catheter system (dcs) split into two. The patient was in cardiac arrest when the handle split and had low blood pressure. The physician could not close the handle by pressing the two pieces together and could not release the valve. The blue handle was taken off and the valve was released successfully. The patient's blood pressure recovered. No adverse patient effects were reported.